Manufacturer narrative:
(B)(4). The customer reported that the device was booting up too slowly. There was no report of any patient involvement. A delay in powering up could impact delivery of therapy. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was booting up too slowly. There was no report of any patient involvement. A delay in powering up could impact delivery of therapy.